Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator's touchscreen was intermittently locking up. The ventilator was not in use on a patient at the time of the reported event. A covidien service engineer (se) inspected the device and found relevant errors in the memory log. They were unable to duplicate the reported condition. The se replaced the graphical user interface (gui) touch frame as a precautionary measure. The se performed self-testing on the device and all tests passed.